Event description:
It was reported that the spinal cord stimulation (scs) patient experienced pain in their ribs, which persisted even when the device was turned off. Reprogramming attempts were unsuccessful in alleviating the pain. Imaging revealed that the paddle lead had migrated, causing intermittent impedance issues that made it difficult to enter MRI mode. The patient also reported difficulties charging their implantable pulse generator (ipg). The patient underwent a procedure where the ipg was explanted and reposition the paddle lead. No additional adverse patient effects were reported. The explanted device was disposed of according to facility policy and will not be returned for further analysis.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, (B)(6), UDI:(B)(4).